Event description:
Customer reporting false negative reactions with the 0.8% selectogen cells lot vs748 cell# 2 with 1 sample that had no previous history of antibodies. However, customer stated sample did react with cell # 1 of the selectogen, and in antibody ID, anti- e and anti- kell were ID using a 0.8% resolve panel a . All e positive and kell positive cells react 1+ on panel cells. Issue started on: (b(6) 2014 only reported on (B)(6) 2014. Frequency: 1x. Cell #2 ( e+ cell). Methodology used: manual gel method. Incubation time (for manual test only): 15min. Reaction grade obtained: negative with e positive cell, however, because sample had a second antibody, anti-kell, abs was reported positive. Customer repeated testing with the same lot # of screening cells and tech reported negative/r (rough= possible weak positive reaction). Cell # 1 reacted 1+ with sample (cell #1 is kell positive). Customer stated daily qc was performed and acceptable. Customer only reporting incident for tracking and trending due to customer letter (B)(4). Customer satisfied with documentation.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. Further investigation performed and donor history reviewed. Samples returned to ocd for further investigation and confirmed what customer reported. Although retain testing passed all release criteria, donor was permanently deferred for further use. Customer letter was issued to all customers who received lot# vs748. (B)(4).